Event description:
A small part of the hearing aid came off deep in my ear. I had considerable pain in my ear, neck and head. I went to the doctor and he saw it and removed it with long tweezers. That was very painful. Then I had to take antibiotics because the piece had torn my inner ear. Product was returned to (B)(4). They are the distributor. Dates of use: (B)(6) to (B)(6) 2011.